Event description:
It was reported to boston scientific corporation in 2008, that a hemostasis clip device was used during a egd (female patient). According to the complainant, the clip would not advance through the catheter. The physician completed the procedure with another hemostatic clipping device with no patient complications, and the patient was reported to be "fine".

Manufacturer narrative:
A visual evaluation of the returned device revealed that the sheath grip was detached from the over sheath. A functional evaluation of the returned device revealed that the clip assembly could be exposed by grasping the over sheath by the hand. The clip assembly was able to be actuated several times and deployed per design. Based on the event description and the device evaluation, the root cause for this event has been classified as undetermined.